Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation- patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, linear opening, fold creases. A leak test was perform and was found one opening. A microscopic analysis of the returned device identified: a linear sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), partial delamination of suture tap assessed as adhesive failure and tree curved sharp openings on suture tap assessed as unidentified(tear) opening. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.